Manufacturer narrative:
Correction information b4: date of this report. G6: follow up #1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: d4: primary unique device identifier (UDI)#. D9: is this device available for evaluation? G4: device manufacture date. Evaluation summary: based on the investigation has confirmed that the customer ordered 2x cs5522a and (B)(4) processed the order for 2x cs2022a. The r&d department of pentax medical japan conducted validation test of reprocessing without brushing for i10c and i20c scopes. The results confirmed that there was no impact on reprocessing even if the customer used the wrong brush for reprocessing. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured on 04-apr-2024 under normal conditions, passed all required inspections, and was released accordingly. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. 9610877-2024-00116_cs2022a_0022404_incorrect brushes, 9610877-2024-00117_cs2022a_0022404_incorrect brushes, 9610877-2024-00118_cs2022a_0022404_incorrect brushes, 9610877-2024-00119_cs2022a_0022404_incorrect brushes, 9610877-2024-00120_cs2022a_0022404_incorrect brushes.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. 9610877-2024-00116, (B)(4) incorrect brushes, 9610877-2024-00117, (B)(4) incorrect brushes, 9610877-2024-00118, (B)(4) incorrect brushes, (B)(4) incorrect brushes, 9610877-2024-00120, (B)(4) incorrect brushes.

Event description:
Per the initial report, pentax incorrectly processed an order (06-aug-2024) for brushes by transacting brush cs2022a lot #0022404 instead of cs5522a two boxes. Customer received and used 5 brushes out of 1 box of 50 (received 07-aug-2024). Customer mentioned they did not notice right away that it was an incorrect brush. The two boxes were returned inside the box for cs5522a, confirmed by customer 16-sep-2024. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.